Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported infection and acute kidney injury (aki) could not be conclusively determined through this evaluation. Multiple attempts for further information regarding the reported event were sent to the account; however no further information was provided. The patient ultimately underwent a pump exchange on (B)(6) 2021 (MFR # 2916596-2021-00597). (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists various types of infection (local, driveline, or pump pocket infection), and renal dysfunction as adverse events that may be associated with the use of the hmii lvas. The patient care and management section of the IFU provides care instructions regarding preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had infection with acute kidney injury (aki). Hemodialysis was started.